Manufacturer narrative:
(B)(4). The analysis results of the (B)(4) device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the first firings the tip of the advancer slit toward tissue stop causing the jaws to remain in the closed position. The trigger was manually assisted in order to open the jaws and a malformed clip was present. Then the device fed and formed seven conforming clips according to our manufacturing specifications. An investigations have been initiated to address the potential root causes of opening, sticking and bypass issues. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was not feeding clips properly. Another device was used to complete the procedure. There was no adverse consequence to the patient.